Event description:
Pt had 1st mtpj surgery on 7/8/93 with implant placement. On 10/24/94 she was readmitted for removal of the distal portion of the implant due to implant failure after she suffered trauma to the area. This surgery left her with a "keller" type bunion procedure and she did well until one month later. Her shoe rubbed against the implant, pain returned and has remained constant. Her foot has been stepped on several times as well as bumping it against objects. Have tried conservative approach. Surgery on 6/4/96 for removal metatarsal implant right foot. Post op dx. Sesamoiditis and neuritis with associated intermetatarsal bursae z degrees. Implant failure right 1st mtpj.